Event description:
The pump was returned for investigation. Investigation revealed that the pump had defective software. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during investigation a review of the pump history showed multiple call service alarms had occurred. The pump booted to the verify screen and a call service alarm was emitted. Evaluation revealed defective software in the pump. The pump was reprogrammed with a new software code and the pump booted to verify screen with no alarm occurring. (B)(6).